Event description:
The customer reported obtaining erroneously high k (potassium) results for about ten (10) patients involving the beckman coulter au680 clinical chemistry analyzer. The customer stated that the initial k results were generally in the 7-9 mmol/l range and were within the normal reference range upon repeat. No erroneous results were reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. The customer did not provide any patient data for this event. The customer performed troubleshooting by cleaning the sample pot, tubing, and sample probe, and checking the syringes but no issues were found. The customer primed the ise (ion selective electrode) system but did not notice any air in the reference tubing under the clear block. The customer replaced the k electrode and ran a 20 replicates precision study but results were good. The customer then proceeded to run 3 patient samples for troubleshooting purposes and obtained another flyer of 8.9 mmol/l with a repeat result of 3.5 mmol/l. The customer stated that the k calibration slope was 52.2 on the old electrode and 52.6 on the new electrode which indicated that the k electrode was not the source of the issue. The provided qc (quality control) results passed and did not reflect any fliers.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and evaluated the ise system but no issues were noted. A second fse was dispatched and noticed air being drawn into the reference line when the system was primed. The fse proceeded to replace the ise reference valve to resolve the issue and repair was verified per established procedures. Failure mode is attributed to a failed ise reference valve.